Manufacturer narrative:
Investigation summary: one photo of two bulk nonsterile boxes was received and evaluated. The photo displayed the boxes stacked on top of each other with 2 sides visible. It is unclear if the sides that were shown in the picture are the sides the label would be present on due to no number in the top right-hand corner. The defect will be accepted based on the description provided. Potential root cause for the missing label defect is associated with the packaging process. It is possible the labels were never manually applied, or they were applied incorrectly causing a portion of each label to be raised, which could cause them to become attached to something else and inadvertently pulled off. The current label application procedure will be reviewed and any gaps will addressed. Due (B)(6) 2019. 2. After the procedure is updated, a retraining of all operators will be performed. Due (B)(6) 2019. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that there was no label on the boxes with a bd syringe 5ml ll bns. This occurred on 2 occasions prior to use. The following information was provided by the initial reporter: it was reported that there is no label on the boxes as received.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was no label on the boxes with a bd syringe 5ml ll bns. This occurred on 2 occasions prior to use. The following information was provided by the initial reporter: it was reported that there is no label on the boxes as received.